Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred with transmitter 8098hs. Data was evaluated for transmitter 807mcs and the allegation was confirmed. The probable cause was determined to be low transmitter battery. In addition, a failed transmitter error was found in connection to the reported allegation. The reported event of a pair new transmitter message is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.